Event description:
Pt had to be taken to the or to replace portacath due to fluid leaking out the back of the port. It was originally placed on 5/12/97. The portacath was found to be defective. There was a hole in the back wall of the port.